Event description:
Analysis was completed on the explanted generator and lead. The reported allegation of "failure to program" was not duplicated in the analysis lab. The pulse generator, one and one-quarter inches (spacer block) from the programming wand, interrogated at all multiple orientations adjacent to the programming wand. In the analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.890 volts as measured during completion of the final electrical test, shows an ifi=no condition. Analysis of the lead showed no anomalies other than typical wear and explant related observations.

Event description:
Additional information was received that the patient no longer felt vns stimulation, believed to be due to battery depletion. Furthermore, the increased seizures were not above pre-vns levels. The patient underwent generator and lead replacement surgery on (B)(6) 2015 due to suspected battery depletion: "failure to interrogate & communication fault". It was reported that the generator was unable to be communicated with in the or. The explanted lead and generator have been received by the manufacturer for analysis. However, analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient has been having an increase in seizures (7 in one month) since being seizure free since 2009, although this was stated to be back to, but not above, pre-vns levels. Also, there was a reported failure to communicate with the patient's vns generator, which was reported to be due to low battery. The programming system has been ruled out as it was been used on other patients before and after the failure to program while in the same location. Generator depth was not thought to have been the issue. No known surgical interventions have occurred to date.